Event description:
It was reported that the system gave an inappropriate shock due to oversensing of noise. The low energy shock impedance has been over 130 ohms. The sensing vector was set to the primary vector. An x-ray was done and it confirmed that the electrode was wrapped around the pulse generator. The doctor elected to explant the entire system. No new system was implanted. There were no additional adverse patient effects.